Manufacturer narrative:
A visual inspection of the device was performed. The device was received undeployed and the anchor was not returned. The ribbons didn't indicate any signs of struggle to detach the anchor from the shaft. White magnumwire was found reeled. The distal loop of the suture was found intact, which indicates the suture pulled through the cuff and was completely passed through the anchor. The device is believed to have lost tension and did not achieve a suture lock due to over tensioning of the suture. A lot history review was also performed. No abnormalities were found that were related to the product problem. The root cause of the product problem was determined to be from excessive tensioning or force. The second device used in the procedure was filed under MDR 2032380-2011-00055. (B)(4).

Event description:
It was reported to arthrocare that a patient underwent an arthroscopic rotator cuff repair procedure using two opus speedscrew 5.5 implants. Allegedly, one of the implants did not deploy and lock the suture. The surgeon lost visualization of the second implant and reverted to a mini-open procedure to complete the repair. The surgery was completed without further incident and without patient injury.